Event description:
It was reported that there was no capture on the right ventricular lead and that there was a perforation of the right ventricle. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, all insulators were breached cut, the outer tubing overlay was breached cut, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and the lead appeared damaged at implant.